Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, dissection), (severely angulated neck), (severely angulated neck), (guidewire). Evaluation, conclusion: (severely angulated neck), (severely angulated neck), (guidewire).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an approximately 5.4 cm abdominal aortic aneurysm. It was reported that there was difficulty getting the guide wires into the aorta. This process took 2 hours. The physician dissected the right common iliac when the guide wire went subintimal. The guide wire was finally advanced into the aorta. Images taken of the proximal neck were not clear. The pt had a right accessory renal approximately 1 cm below the dominant right renal artery. The bifurcated stent graft was deployed with the stent graft purposely landing above the distal aorta, so that the ipsilateral limb would be positioned above the right common iliac. A 16 x 13 tapered limb was added to the right ipsilateral side. A 16x16x82 limb was added to the left side. The ivus catheter broke during the procedure. The case took seven hours. At the end of the case, angiogram showed a small proximal type I endoleak on the left anterior side of the bifurcated stent graft. There was no jetting. The endoleak did not resolve with ballooning. The type I endoleak may be anatomy related due to the severely angulated neck. No additional clinical sequelae were reported and the pt will be monitored.